Event description:
Philips received a complaint on the heartstart xl monitor/defibrillator indicating that the device had a faulty charging plug. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) with an investigation documented by philips complaint handling. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that there was no reported patient death or serious injury; however, the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. Analysis was performed by the fse which determined the power input plug needed replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was with the power input plug. It is unknown specifically what caused the faulty power input plug. The issue was resolved by replacing this plug and reinforcing the paddle holder and the device is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.